Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation

Event description:
A site representative reported that while outside of procedure the articulating arm locking mechanism was difficult to lock and unlock. There was no patient present at the time of the issue.